Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was noted with noise, recognized as inappropriate automatic mode switch episodes. The patient presented for a generator change. The physician inspected the lead and saw what looked to be slight damage. The physician used a suture sleeve and medical adhesive and repaired the lead. No side effects were noted due to the intermittent lead noise, and the patient was stable.